Event description:
This case involved a pt with a highly angulated neck. The first device used had a wire wrap occur. The physician was able to resolve the wire wrap. When he attempted to unjacket the device, it was unable to be retracted. They flushed the device and attempted to retract the jacket again. It was unsuccessful and resulted in a jacket tear. The physician removed the first device and went to a second device. There was no difficulty with accessing the device. The procedure went successfully except for some wire wrap that occurred which was resolved with some manipulation in the pt. The physician decided to shower the superior mesenteric artery and surrounding area with emboli due to the activity inside the pt. The pt was sent to ICU. Same day post operative follow up showed bowel failure. The physician opened the pt and discovered that an infarction occurred in the bowel area. An infarction of the bowel area can result when "sma" embolization is practiced. The pt died three days after the surgery.